Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an 10 months of microstent implant procedure, the patient had constant soreness in that eye. No iritis but trailing end of the stent is touching the peripheral iris and there was no hole or atrophy. Additional information has been requested.

Manufacturer narrative:
A sample was not received at the investigation site for evaluation for the report of the trailing end of the stent is touching the peripheral iris and constant soreness; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site, no lot information is available, and sufficient clinical data was not received; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).